Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer also stated that the staff was having issues with inserting a permanent cautery hook (pch). The first pch installed was not rotating properly. It will be returned via return material authorization (RMA). The robotics coordinator suspected sterile adaptor was not working and needing to be reseated. The procedure was completed.

Manufacturer narrative:
The permanent cautery hook (pch) instrument has not been received for failure analysis evaluation.